Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of white vertical lines in the system controller¿s lcd screen was confirmed. The returned system controller serial number (B)(6) was functionally tested, and several white vertical lines were observed in the controller¿s lcd screen upon connecting the controller to power. The controller functioned and operated a mock loop as intended despite the white lines. The lines in the lcd are due to thin film transistors being shorted, and the issue was narrowed down to the screen itself. A log file was also extracted from the controller containing data spanning approximately 1 day ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The pump-maintained speeds above the low-speed limit while connected to the driveline, and no atypical events were observed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were lines in the controller screen. The controller was successfully exchanged on (B)(6) 2023.